Event description:
A customer reported a ruptured posterior capsule occurred during an intraocular lens (iol) implant procedure and the iol was not used. There were no specific event details reported. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, and mail. A completed questionnaire was not received. No further information is expected. (B)(4).